Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, (serial: (B)(6), product type: 0213-recharger brand name ; product ID 97745nt, (serial: (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the recharger and controller are not working. Patient mentioned the recharger was getting really hot. Patient mentioned they had a stroke and is in a wheelchair. Pt was very upset during the call and had a hard time wanting to troubleshoot. Patient also stated the controller is stuck on the screen and will not charge. Patient service specialist had patient remove battery pack and plug controller into ac power supply. Patient confirmed the controller turned on. Patient put battery pack back in pt stated doesn't start blinking green and was getting set up for implant icons. Agent walked pt through this and once prompted to plug in rtm the screen would not power on or respond. The issue was not resolved through troubleshooting. An email was sent to the repair department. An email was sent to repair to replace the controller and recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, lot# serial# (B)(6), product type recharger, product ID 97745nt lot# serial# (B)(6), product type h3. Analysis found no non-conformances with the controller (97745nt) serial # (B)(6), the complaint was unverified. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the recharger and controller are not working. Patient mentioned the recharger was getting really hot. Patient mentioned they had a stroke and is in a wheelchair. Patient was very upset during the call and had a hard time wanting to troubleshoot. Patient also stated the controller is stuck on the screen and will not charge. Patient service specialist had patient remove battery pack and plug controller into ac power supply. Patient confirmed the controller turned on. Patient put battery pack back in patient stated doesn't start blinking green and was getting set up for implant icons. Agent walked patient through this and once prompted to plug in recharger telemetry module (rtm) the screen would not power on or respond. The issue was not resolved through troubleshooting. A replacement controller and recharger was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger, product ID: 97745nt, serial#: (B)(6), h3. Analysis found no non-conformances with the recharger, the complaint was unverified. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.